Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included hi-pot testing, leakage testing, bench handling, defib testing, with test accessories without duplicating the malfunction. The device was recertified and returned to the customer. It is important to mention the paddles used at the time of the reported event were not returned for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the clinician received an unintended delivery of energy. Complainant indicated that there was no adverse effect to the clinician due to the reported malfunction.